Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid did not open. A field service ejected the failed cubie and customer verified that the cubie was ejected. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the customer reported that the cubie lid for the medication located at 05-10, position 11, rosuvastatin 10 mg did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.